Manufacturer narrative:
Previous: stated lens had not yet been evaluated. Updated: lens has been evaluated. Device evaluation: lens was returned in a small vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Work order search: one similar complaint type reported for units within the same lot (same patient, fellow eye). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -11.0 diopter, into the patient's right eye (od) on (B)(6) 2011. On (B)(6) 2017, the lens was exchanged with a longer and different diopter lens, due to refractive change over time. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.